Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 377860, lot# v014980, implanted: (B)(6) 2006, explanted: na. Lead: model 377860, lot# v014980, implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial# (B)(4).

Event description:
It was reported that the patient's stimulation was working on the right side, but had not worked on the left for "a long time". It was noted that the patient had experienced a fall in 2009. The patient also stated that her back was hurting on the left more than before. She had tried increasing stimulation and adjusting the programs without success, and requested a reprogramming session. Additional information has been requested, but was not available as of the date of this report.